Event description:
Procedure: sleeve gastrectomy. According to the reporter: needle on the vloc stitch broke off while biting tissue. Half of needle stayed in vloc reload and other half fell into the patient and was retrieved. No x-ray was necessary. There was no delay in operating room time, no tissue loss, and no blood loss.

Manufacturer narrative:
(B)(4).